Manufacturer narrative:
Exemption number e2016018. (B)(4). We received 1 used catheter visual inspection: the tip of catheter was damaged. Review of manufacturing record: no abnormality was found. Conclusion: root cause for catheter damage was not determined. The fact of catheter damage was not found from manufacturing record. We will provide information feedback to assembling process. We classified this complaint was not confirmed.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan: the cathter tip was broken.